Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint is for a check supply line alarm. The used sample was not returned to baxter for evaluation; therefore, the complaint cannot be confirmed in the lab. From the data within the complaint information, the root cause was not identified. This review found the labeling adequate for the user errors in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted baxter's (B)(4) regarding a check patient line alarm that occurred on the home choice (hc) unit during initial drain. The hp stated he disconnected from the hc and opened his transfer set and he was able to drain so he reconnected. The technical service representative (tsr) informed the hp that this was not proper procedure and he was at risk for compromising the set. The tsr had the hp cycle power, end therapy, discard the supplies and instructed the hp to contact his hospital about the improper disconnection. There was no patient injury or medical intervention reported.